Event description:
Boston scientific received information that during normal device check, this right atrial (ra) lead exhibited a high, out of range pacing impedance measurement and a high pacing threshold measurement. At this time, they will monitor the patient until device changeout. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.